Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie mark consistent with friction to device can. The cause of sensing noise was due to the exposure of the outer coil at the abrasion location. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. During interrogation, it was discovered that the right ventricular (rv) lead was oversensing sensing noise. The physician opted to replace the rv lead, a new lead was successfully implanted. During the surgery, the right atrial (ra) lead was inadvertently cut, and was successfully replaced. The pacemaker was electively replaced. The patient was in stable condition.